Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a headache, confusion, and disorientation. The patient¿s cgm was providing unspecified ¿normal¿ values. Ems was called. Once ems arrived, the patient¿s cgm was reading 90 mg/dl while the bg meter was reading 500 mg/dl. The patient was also wearing a tandem insulin pump. The patient was transported to the ER where she was diagnosed with dka. The patient declined to provide any details regarding her treatment regimen while hospitalized. At the time of report, the patient was ¿stable¿ but still hospitalized over 24 hours to date with no confirmed discharge date set. Attempts to follow-up with the patient for further event details were unsuccessful. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.